Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset which needed to be cleared and the ipg tested and programmed appropriately. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri58 lead implanted 2013-(B)(6); 5086mri52 lead implanted 2013-(B)(6). (B)(4).